Event description:
Aventis case ID: (B)(4). Initial report received on (B)(6) 2008 from a dermatologist. This cohort is a (B)(6) pts receiving (B)(6) and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in (B)(6) pts. A (B)(6) male pt with (B)(6) infection was enrolled in this cohort and received one injection of poly-l-lactic acid (new-fill 6 ml) in cheek on (B)(6) 2007 batch number a6012. On (B)(6) 2008, 11 months after the injection of poly-l-lactic acid (new-fill 6 ml), the pt presented with nodule on right cheek (1 cm in diameter). No corrective treatment was mentioned. At the time of the report, the pt had not yet recovered.

Manufacturer narrative:
Ptc number (B)(4). Follow-up info dated on (B)(4) 2008 received on (B)(4) 2008. The review of the DHR and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. No faults detectable.